Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks post implant the patient experienced a possible infection and fever. It was also noted the patient had an unrelated fall but since then thresholds on the right ventricular (rv) lead rose. The source of the infection is unknown. Cultures were taken and antibiotic treatment was administered. The complete implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.